Manufacturer narrative:
Concomitant products continued: 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was hospitalized following the shocks. The device was reprogrammed for better svt discrimination. The patient is a participant in the post approval clinical surveillance product surveillance registry.